Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient has been experiencing stoma site inflammation since (B)(6) 2024. On an unknown date, the patient was hospitalized for the removal of device and relocation of stoma site. The old stoma site was treated with unknown antibiotic(s) and closed with two sutures during hospitalization. Device was not returned.